Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the name of the procedure? Unk. Please confirm the specific number of patient events. If more than 1 patient is confirmed then please create additional product complaints for each patient. 1 patient. Device return status? As of august 3rd no device received yet. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. While stitching the skin, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.